Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system. Per the pt's physician she has good stimulation coverage but not enough relief of her pain. The pt stated she would like have her scs system removed. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.